Manufacturer narrative:
Per the good faith effort response received, it was confirmed that the pressure alarm occurs upon device startup. No additional diagnostic evaluation details were provided. No diagnostic report (drpt) or diagnostic codes were available beyond the reported startup pressure alarm. No troubleshooting or repair was performed, as the device was out of warranty. Consequently, no performance specification testing was conducted, and it could not be confirmed whether the device met specifications. No parts or components were replaced, and the defective component was not returned to respironics for further investigation.

Event description:
Philips received a complaint from the customer reporting the v200 ventilator generated a pressure alarm. The issue reportedly occurred during device bootup with no patient involvement. There was no report of harm to a patient. The device did not meet specifications for intended use and was removed from service.